Event description:
Hill-rom received a report from the account stating the bed is broken (siderail is not latching). The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to latch mechanism for the patient right intermediate siderail was sticking due to ingress, as well as corrosion on the latch and pin. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced latch and pin to resolve the issue. Based on this info, no further action is required.